Event description:
Alaris pump IV alarmed for "air in line." Rn opened channel to visualize tubing and removed the flexible portion and clamped section from the channel. The medication running was nicardipine. As rn removed the portion from the channel, the flexible portion broke off completely from the IV tubing beneath it (near the clamp). The medication was clamped so no medication entered the patient incorrectly. However the medication from the bag began to spill down. No medication error occurred to the patient. It disconnected between the "pump segment" and the "safety clamp" which was actively clamped.

Event description:
Additional information received for report mw5174315 to change procode to fpa.